Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that the umbilical arterial catheter was found to have a hole in the actual catheter about 1-2 inches from the end of the catheter where the tubing connects to the catheter's end. The customer further reports that there were no changes in catheter or infusion rate of fluids. Visual arterial pressure was seen pulsating in the catheter. It was immediately held and clamped right below the area of breakage, md aware and at bedside. Uac was then removed and replaced by md. Blood loss approximately 5ml from leakage at catheter, stat prbcs ordered to replace by md. Hematocrit and hemoglobin levels checked. No medical intervention required.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A functional test and visual evaluation were performed on the sample. A hole was found below the strain relief. Due to the appearance of the sample, it is possible that the catheter body was damaged by an instrument with sharp object or a rough edge. As per the instructions for use, exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Exposure to chemical agents, proximity to heat sources or manipulation may lead to tubing tear. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.